Manufacturer narrative:
Twenty full radius bonecutter, 5.5mm, platinum sterile devices were returned for evaluation of the reported complaint mode, ¿shedding.¿ the device used in the case was not returned. Two devices were opened and visually evaluated. No issues were identified. The devices were then sent to technical services in (B)(4) for shed test. The shed test results of all 20 devices averaged in the acceptable tolerance range (2.65). Due to these observations no root cause related to the manufacturing process can be established. A review of the device history record was performed which confirmed no inconsistencies. After the investigation a root cause for the reported incident cannot be determined. No further investigation is necessary at this time. In the event the complained device is returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During an acl reconstruction procedure, it was reported that the surgeon noticed gold flecks of metal material flaking off. The surgeon was resecting tissue and femoral bone. The joint space was shaved where the flake was seen and then checked afterwards. The reporter stated they were one hundred percent certain that the surgeon did not close with any visible sheds remaining. There was no procedural delay and a back-up device was available to complete the case. No patient injury or complications noted.